Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed that the disconnect cap subassembly was damaged; there was a cut on the cap and a piece of the inner pouch was melted into the sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the damaged was determined to be a result of the unit being caught by the perforation jaws during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found crushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.